Event description:
It was reported that a half day infusor contained particulate matter inside the elastomeric balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device was manufactured from october 15, 2014 to october 17, 2014. The device was received for evaluation. Visual inspection revealed no evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.